Manufacturer narrative:
Per the clinic, the patient experienced a skin flap necrosis. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient also was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Explantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.